Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle hub was defective / damaged on (B)(6) 2025, the patient required intravenous infusion therapy due to spinal cord injury. Nursing staff used a single-use closed-system intravenous catheter, selecting a vein on the dorsum of the foot for puncture. During the procedure, the needle handle broke, causing minor bleeding at the puncture site. Immediate disinfection and hemostasis were performed. A new catheter was inserted at a different puncture site, secured, and connected to the infusion set to successfully administer the IV fluids. This adverse event necessitated a second venipuncture, increasing the risk of venous damage and infection for the patient and causing additional discomfort.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4313478): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025 and packaged at r240 & cfs package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer provided 2 photos but did not return the complaint unit. The photos only show the sku 383033, and the specific defect condition cannot be identified. 3. The appearance of a retained sample from the complained batch was inspected, and no damage or breakage of the needle hub was observed. The retained sample was taken for leakage testing, and no leakage was observed. 4. Cause analysis: 1) abnormal collisions during the production process may cause damage or breakage to the needle hub. 2) improper stacking or compression during product storage and transportation may also cause the needle hub to break. 3) excessive angle, excessive force during product puncturing, or sudden twisting of the needle hub increases stress on it, which can also lead to damage or breakage of the needle hub. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photos only show the item number, the specific defect condition cannot be identified. As the complaint unit was not returned and its usage conditions are unknown, relevant testing could not be conducted, so the root cause of the complaint defect cannot be determined. This complaint is an isolated case, and the plant will continue to track this issue.